Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) was up to 700 (mg/dl). Manual injections were administered to address bg level. Reportedly, the customer reverted to manual injection for insulin therapy.